Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain and post laminectomy pain. The patient stated for the past few months their ins gives them a little discomfort at the end of a charging session. It is like an ache but goes away after they take the paddle off. On (B)(6) 2017 the patient had a loss of stimulation. Their device stopped working. They were charging and it just stopped vibrating. They felt a little jolt but then they weren¿t feeling any vibration anymore. They spoke with their manufacture representative (rep) who told them to call patient services to find a healthcare professional (hcp) to get their device checked. At the time of the report they synced with their patient programmer which showed that the stimulation was off. Turning on the stimulation resolved the issue. The stimulation was where they want it to be. The button use and icon meaning on the patient programmer and recharger were reviewed with the patient. The patient noted that they have never used their patient programmer before. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported the cause of the device not working because the stimulation was turned off was that the patient had accidentally turned the stimulation off when charging. The discomfort at the end of recharging has been resolved. There were no further complications reported or anticipated.